Event description:
Implanted in 1996. Sometimes afterwards a rod "broke in two pieces". The patient claims injury because patient had to have another surgery in january 2001 to remove the device. Patient claims permanent injury, impairment, and physical and mental pain and suffering.